Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problems with their ¿neuro stim¿ because they could not get it to work. It was not recharging. No further complications were reported or anticipated.